Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that in the morning, her blood glucose was over 250 and it went into threshold suspend. The customer stated that she calibrated and got a cal error and then change sensor. The customer stated that her sensor glucose reading was 50 mg/dl while her blood glucose readings were 300 mg/dl. The customer was advised to set up a schedule to calibrate, selecting convenient times when blood glucose are expected to be stable such as after waking, before bed, and before meals. The customer was advised to remove and change out the sensor.